Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, implantable cardiac monitor (icm) exhibited undersensing which triggered false episodes of atrial fibrillation. Programming changes were discussed but not made. There were no patient consequences.